Event description:
It was reported that during a stenting treatment procedure, difficulty in removing/withdrawing the catheter occurred. A 3.50x8mm promus element plus stent was deployed to the unspecified lesion. The physician was unable to get the balloon back into the guide catheter and had to pull back in. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that the physician had no difficulty removing or withdrawing the stent delivery system. Moreover, the statement "had to pull back in" meant that the balloon was not properly deflated, failed to rewrap correctly. No other interventions was performed to remove the balloon.